Event description:
The customer reports the compressor failed while providing air to a patient. No patient injury occurred. The ventilator stopped working with no alarms on the compressor. The 300 ventilator had a gas supply alarm and a 02 concentration too high. It ran for about 5 hours on the patient. The fault has not yet been determined and the unit is not being used until repaired.